Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-06425, 06426. The pt had two leads (from the same lot). It was reported the pt's wound had opened and fluid leakage was present. It was also reported the pt had experiencing heating at the ipg site while recharging. The pt was diagnosed with an infection and the scs system was explanted. Sjm was made aware of the pt's issue on (B)(6) 2012. The infection resolved (B)(6) 2009. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Eval: method - the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Correction numbers: 11627487-07262012-002-r, 11627487-07262012-001-c. This ipg serial is included in a field advisory. This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.